Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient noted that "a few months ago, like 10 weeks ago" they fell "more than anyone thought was possible". The patient stated they hit their right side of their hip, the area above their waist (the patient noted the implant was in that vicinity) their knee and foot. The patient stated they've been in agony for some time and that they did x-rays and "they didn't see anything" however the patient noted they weren't x-rays to check the implanted system and the patient stated that their previous managing health care provider (hcp) was no longer around and that both their urologist and gynecologist wanted nothing to do with "touching" them when it came to their concerns about checking the implanted system since the fall. The patient also stated that they've lost 40 pounds and that they had fallen 3 times since then. They were unable to check to see if their implant was stable and they were concerned that the ins shifted and asked patient services if their ins could have moved. The patient also asked about the battery longevity of their ins because they'd had it for 7 years now. Patient services reviewed potential outcomes for the system with falls and weight loss and reviewed longevity considerations and redirected the patient to follow up with a health care provider (hcp) to check the implanted system and offered to send physician listings but the patient declined saying they had an appointment with a doctor on august 28, though they weren't sure if this physician worked with the device/therapy. The patient did confirm they were still getting a 50% or greater reduction in their symptoms but also mentioned that it seemed as though the stimulation was on the left side now which made them concerned there was "a shift". They also stated where there was the beginning of their buttock and the spinal area "just to the left of the midline" there was a little "pulser" or a "little fizzy" sensation they were having. The patient stated it wasn't irritating but they knew it was there and it had been since their fall. Patient services again redirected the patient to follow up with an hcp about their concerns and to check the device. The patient stated they would do so and that if their upcoming doctor didn't work with the device, they'd call back to request physician listings. No further action was taken by patient services.

Event description:
Additional information was received, from the patient. The patient called back regarding receiving, reference letter in regards to their call on (B)(6) 2023. Patient stated, they would be filling out letter and sending it back. Patient repeated, most of the information regarding symptoms and other medical issues previously noted. Patient stated, the fall took place on 5/26. Patient mentioned, it was difficult for them to read the "bright print" on the letter, due to their eye issues. Patient also mentioned, they "sometimes" have a "full bladder evacuation" and have had "dropped bladder". Patient said, they are "afraid to elevate the juice", because it "might not be the juice". It may be "a wrinkle in bladder, when they put it back". Patient said, that "everyday" they don't know if they are continent or not. Patient sometimes, they "don't feel it until it runs down to the ankle". Patient also said, they are "not happy with flows". And would have incontinence sometimes and would standup. Additional information was received, from the patient. They reported, that the cause of the ins shifting was unknown. The likely cause was listed as "yes and age of implant (7 years). And possibility of battery failure and dropped bladder". The steps there, were/will be taken were noted to be. "Had appointment in early july. Flooding/rain cancelled appointment. See previous form. Next date available (B)(6)". The issue was reported, as not yet being resolved. The patient indicated, that the cause of the pulse/fizzy sensation between the buttock and spinal area was unknown. The likely cause was noted, to be "all/any of the above". And the steps taken were noted, as "see above". The issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back repeating a continuation of event previously reported in this case. Pt stated on the 28th they saw dr that put the implant in. Pt stated it's been 7 years since the implant was put in. Pt stated they are also waiting to have the implant evaluated. Pt stated their dr ordered it and they just called and spent hours on the phone but they are being told the dr has to call pt but pt stated "the doctor called them back". Pt stated they are "down listed for the 19th". Pt stated they also have a surgeon visit for both eyes on the 19th and stated if that surgeon "says no" then pt can't have the back surgery because it's a "positional issue". Pt stated they have "intraoperative pressure" in their eye and stated both eyes have cataracts and they can't put their face down to do work on their back or the implant until that is rectified. Pt stated they have to get a pass from the ophthalmologist on the 19th and stated "no one told me". Pt inquired about list of people that do this examination in their area and requested list of people that could evaluate their implant. Agent emailed pt physician listing. Pt then stated the dr has already seen them and stated they "need the man that does the mechanics" as pt stated this is a 7 year old implant and it needs to be evaluated for how good the battery is. Pt reported they are incontinent of urine. Pt stated they have already seen a doctor that does not have the machine to test the battery in the implant. Reviewed role of reps and reviewed process for pt's healthcare provider to request rep. Provided nas phone number for pt's healthcare provider in email.